Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer inadvertently put sensor control drops into his eyes, having mistaken the container for his eye-drops in the dark. The patient suffered no discomfort as a result, but noticed discoloration (blue) around his eyes. The patient subsequently put eye drops in. During the call the customer was advised to seek urgent medical attention from his nearest healthcare professional as a precautionary measure. Within a follow-up call, the customer confirmed he attended a doctor and is in a stable condition.